Manufacturer narrative:
The complaint occurred during an installation period for three newly purchased units. The initial unit was removed from installation and the other two were withheld from installation until issue was resolved. We worked with the customer to determine the cause. Customer provided network data recording to assist in problem reproduction to help in determining the cause of the problem. Customer set date of (B)(6) 2015 to go to their facility to investigate. During this visit we verified freeze malfunction and determined the state of the unit during the freeze period. We returned to factory with customer units. All customers with this device revision were contacted to see if anyone else was experiencing this behavior. No other customer experienced this issue to date. Through in-depth testing and communication with manufacturer of our network controller device, as well as web searches, we determined the root cause of the malfunction, a defect in the device's network controller chip. It took 6 weeks to develop and validate a solution that could be used for a correction for newly manufactured devices. The solution was validated and the customer's 3 units were returned on 9/9/2015. Vidco has never had a device involved in and responsible for an adverse event. We were and still are unclear whether reporting this malfunction was necessary, but decided to act on the side of caution even though we were several months past the initial discovery of the malfunction.

Event description:
Customer at (B)(6) hospital called to report a device they were trying to install was periodically freezing up and could only be made operational again through cycling power to the device.